Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months post generator change, there was undefined high right ventricular (rv) defibrillator impedance and a jump in the rv pacing impedance. It was noted that the competitor rv lead had a previously known issue with high superior vena cava (svc) impedance, and now measured "none" since generator change, indicating the svc impedance was never within range. A review of the implantable cardioverter defibrillator (ICD) device data by qualified personnel determined that the issue was suggestive of either an issue with the competitor rv coil, or an ICD connection issue. No further information could be obtained through follow-up with the clinic. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: solia biotronik lead, implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.